Manufacturer narrative:
An event regarding rom involving an unknown femoral component was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: medical records were provided for subsequent surgeries which included the comment: the manipulation under anesthesia of the right knee with minimal force gained 110° of flexion. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: medical records were provided for subsequent surgeries which included the comment: the manipulation under anesthesia of the right knee with minimal force gained 110° of flexion. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information including product return and identification, operative reports, progress notes and x-rays are required to determine a root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi was raised based on the medical review. The patient underwent total right knee arthroplasty in 1996. He had left knee arthroplasty on (B)(6) 1997, during this surgery the patient underwent manipulation of the right knee due to stiffness. This pi was raised for the manipulation procedure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi was raised based on the medical review. The patient underwent total right knee arthroplasty in 1996. He had left knee arthroplasty on (B)(6) 1997, during this surgery the patient underwent manipulation of the right knee due to stiffness. This pi was raised for the manipulation procedure.